Manufacturer narrative:
This device is currently not registered for sale in the us. This device is considered 'similar' to other devices currently marketed in the us if the complaint is related to the needle knife portion of the device. The complaint information received indicates the complaint relates to an injury occurring as a result of the needle knife. FDA MDR reporting process applicable for this event. This complaint is related to an nw-8.5 device of an unknown lot number. The nw-8.5 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. Based on the information provided in the article ¿it was probably determined by slippage of the needle knife on the surface of a very hard pseudocyst¿, which indicates that this is clinical related as opposed to an issue with device functionality. Clinical personnel were notified of this complaint and asked to confirm, based on the information provided, that this is clinical related as opposed to an issue with device functionality. The following comments were provided: ¿we agree this would be considered a clinical related event rather than a device failure.¿ as the nw-8.5 device was not returned for evaluation and no specific device malfunction was noted during the procedure it is not possible to determine the root cause of this complaint however it is most likely procedure and/or patient¿s anatomy related. As per the instructions for use, ifu0002-7 that accompanies this device, potential complications with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, infection, sepcis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. It also mentions to ¿advance the needle wire under eus guidance and puncture with the wire transmurally while applying current. Note: the giovanni needle wire allows visualization during ultrasound.¿ the manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Complaints of this nature will continue to be monitored for potential emerging trends -

Event description:
This event was noted in the following article published in 2013: 'ng py, rasmussen dn, vilmann p, hassan h, gheorman v, burtea d, s,urlin v, saftoiu v.', endoscopic ultrasound-guided drain-age of pancreatic pseudocysts: medium-term assessment of outcomes and complications, endosc ultrasound 2013; 2(4): 199-203. The study series referenced within the article showed a case of gallbladder perforation with a cook giovannini needle wire device. This event has not being mentioned in previous literature for ppc drainage after eus guided drainage and was probably determined by slippage of the needle knife on the surface of a very hard pseudocyst. The perforation was managed by surgery.